Event description:
It was reported that during a da vinci-assisted surgical procedure, error 25520 occurred pointing to the left master tool manipulator (mtm). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on (B)(6) 2022 and (B)(6) 2022 and obtained the following additional information: the issue was identified during surgery, but it did not affect in any way the surgery because both consoles were connected. The error occurred on the console that was not in use at that time. The patient was 60 years old, male 70 kg. The functionality of the system was checked at the beginning of the surgery. The system initially powered on without errors. The error occurred 45 minutes after the start of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was available for review. A review of the logs for the system associated with this event was attempted. However, the search did not return any results for any procedure performed on the system on the reported event date. Based on the information provided at this time, this complaint is being reported due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: d9, g3, g6, h2, h3, h6, h10 intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure. It could be confirmed as having occurred via field error logs. According to error logs, the error was on the integrated electrosurgical unit (iesu) not the mtm. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed.